Event description:
It was reported that in the process of use, there were failures of ventilator and gas transportation, and the settings had been cancelled. No injury reported.

Manufacturer narrative:
The log file indicated that the self-monitoring function detected a communication problem between the cpu board that controls the gas dosage and the user interface during the concerned surgical procedure. In a situation where ventilator and gas mixer enter a fail state simultaneously the supervisor software routine is designed to switch-off both subsystems. The device went into the so-called "safety mode" and alerted the user to this condition by means of a corresponding alarm. If such deviation occurs during use the user has to set up an adequate oxygen and a-gas flow manually to perform manual ventilation with the in-built breathing bag; monitoring functionalities of the device are not affected by this kind of error condition. The procedure how to establish the emergency gas supply is laid down in the IFU. Dräger knows a certain number of similar events - none of these events could be traced back to a clear root cause. The fact that the identical type of board is used in the workstation twice and does not exhibit malfunctions in the second application periphery makes a general design issue rather unlikely. A reasonable explanation would be electrostatic discharge of the user during interaction with the device or any other kind of electromagnetic disturbance that exceeds the immunity barriers of the device. The primus was developed in compliance to the requirements of iec 60601-1-2. The number of similar cases is within the expected range of the respective risk assessment and thus accepted. A check of the measures that are installed in the hospital to prevent from the effects of emc disturbances is recommended.

Manufacturer narrative:
The investigation was just started. The results will be forwarded in a final report.

Event description:
It was reported that in the process of use, there were failures of ventilator and gas transportation, and the settings had been cancelled. No injury reported.